Manufacturer narrative:
The device is available for evaluation- it has not be received. The investigation is pending.

Event description:
The event occurred on an unspecified date involving a primary plum set, clave secondary port, 2 clave y-sites, 0.2 micron filter, secure lock, 112 inch where it was reported that the device has leaked from the filter. The drug involved was paclitaxel. The patient involvement and patient harm were unknown.

Manufacturer narrative:
Additional information: d9 - device available for evaluation - no. Investigation summary: received two (2) photos from the customer. One (1) photo showed the packaging of the set and one (1) phot showed the filter of the plum set. There was no evidence of leakage. The complaint of leaking cannot be replicated or confirmed without the return of the used set. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.